Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020 the patient was hospitalized. The hospital staff gave fluids, not insulin and monitored the customer´s condition. On (B)(6) 2020, the customer was discharged from the hospital and is now using insulin pen therapy.